Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. The reported surgery was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: health effect-clinical code: type of investigation: 4118 types of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusions not yet available.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vison valve was chosen for implant using a large felxnav delivery system. During procedure, the patient developed complete heart block and the valve was successfully implanted at dept of 0mm. On (B)(6) 2025, a permanent pacemaker was implanted. The patient was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.